Event description:
New information received notes that the patient condition was stable.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) exhibited failure to capture. The ra lead was explanted and replaced. The patient was recovering.